Event description:
Reporter states echelon medical has a pump that they are unable to obtain the consumed or remaining hours from. The hour meter flickers but they are unable to obtain any of the hours.

Manufacturer narrative:
Based on the available information, this event deemed a reportable malfunction. No injury to a pt was reported. No additional information has been provided to date. A return device for evaluation is expected. Should additional details be provided, a follow-up report will be submitted. (B)(4).